Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. Based on the image, it is unclear if the black/grey color on the tissue is particulate. From the image, it is unknown if this black/grey discolor is from an instrument or from another unknown source.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor observed a trail of cable dust was being left behind, so the instrument was removed. Upon closer inspection, it was observed that a cable on a prograsp forceps instrument was fraying. The fragment was retrieved during the same procedure. The instrument was exchanged for another prograsp forceps instrument and the surgery continued without issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the prograsp forceps instrument was inspected and found to be in good condition initially, but later, the surgeon noticed tissue discoloration due to dust from a frayed cable. Despite the fraying, no solid fragments fell inside the patient, and the dust was effectively rinsed out, negating the need for additional surgical intervention or post-operative imaging. The procedure was completed successfully without patient injury.